Manufacturer narrative:
The injector was returned for evaluation. Microscopic examination was performed and found the shuttle attached correctly to the delivery device. The plunger was advanced and protruding from the cartridge tip. No damage in the injector or plunger were observed. The screw spindle worked as intended back and forth without issues. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event .based on the available information, device design may have contributed to the event. Corrective measures have been implemented to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.

Event description:
Reportedly, the haptic/optic junction of an intraocular lens was broken during insertion. The lens was removed intraoperatively. The incision was enlarged to remove the lens and another iol of unknown model and diopter was successfully implanted. Additional information was requested, but not received.

Event description:
Reportedly, the haptic/optic junction of an intraocular lens was broken during insertion. The lens was removed intraoperatively. The incision was enlarged to remove the lens and another iol of unknown model and diopter was successfully implanted. Additional information was requested, but not received. To an unknown size and additional anesthesia was required. A second lens was successfully implanted.

Manufacturer narrative:
The device was not returned for evaluation. Additional information was requested, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.